Event description:
It was reported that the lesion was in the heavily calcified, moderately tortuous, 99% stenosed proximal left anterior descending artery. The vessel diameter was 3.0 mm and the vessel length was 28 mm. Pre-dilatation was performed with a 1.2x6mm rx mini trek; however, the balloon ruptured at 4 atmospheres during the first inflation. There was no resistance felt during advancement or retraction of the trek balloon in the patient anatomy. The device was soaked prior to use and prepared outside the patient anatomy. The device was exchanged for a non-abbott balloon and predilatation was performed successfully. No clinically significant delay in the procedure or patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported heavily calcified, moderately tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.